Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
In a different call, patient reported for the last couple of months every time they charge their ins they get shocked while recharging. The patient mentioned the recharger was frayed and the shocking sensation was getting worst. The patient stated that the issue started probably at the beginning of december and has gotten worse each time they have charged. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that every time they charge they get electric shocks right over the stimulator. Patient stated this started a couple months ago but it would be like a shock here and there. Patient said the last 5 or 6 times they charged it was the whole time they were charging that they were getting shocks. Patient talked to the medtronic representative and was told that the cord on the recharger is frayed and to call patient service for a replacement. Patient did not have the recharging paddle with them at the time of the call.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger analysis of the recharger, model 97755, s/n (B)(6) found complaint unverified - found no issues with finding or charging. Visual observation - insulation is pulled too far out of rtm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) stating the cause of the shocking and frayed recharger cord is due to wear and tear with normal use and a replacement recharger telemetry module (rtm) was sent, and the issue was resolved with the replacement device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.